Event description:
Reported issue involved a malfunction alarm with malfunction code 5, and the fault was identified. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to replace the pump, which was under warranty, and revert to multiple daily injections as a backup therapy. Customer was guided on returning the faulty pump and acknowledged the instructions.